Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the product was manufactured prior to a redesign of the power switch to improve the immunity of the power switch failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. It was determined that the main switch was an older version and was faulty, causing it to be stuck and remain depressed. In addition, there were scratches and nicks on the front panel. The device had a non olympus lamp that read over 100 hours but the light output measured within range. The air-flow rate was measured to be out of range. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer¿s olympus sales representative reported to olympus, the power button was stuck on the exis exera iii xenon light source prior to an unknown procedure. There were no reports of patient harm associated with this event.